Manufacturer narrative:
(B)(4). The indication for procedure was complete uterine procidentia, stage 4 cystocele. Concomitant procedure included exploratory laparotomy, tah and bso, sacral colpopexy, burch paravaginal repair, cystoscopy, culdoplasty.

Event description:
It was reported that due to pelvic organ prolapse, stress urinary incontinence, the patient underwent mesh implantation concurrently with total abdominal hysterectomy, bilateral salpingo oopherectomy, sacral colpopexy, burch paravaginal repair, cystoscopy, culdoplasty on (B)(6) 2000. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported the patient underwent sigmoid colectomy with creation of colostomy and removal of foreign body peritoneal mesh (foreign body was suspected to be vaginal mesh) on (B)(6) 2010.